Event description:
Heparin drip was started at 2108 on (B)(6) 2016. Patient was received on 5 south from 3 west at 2213 on (B)(6) 2016. Rn noticed bag was more than half empty. Two rns re-calculated heparin drip. New bag started and line re-primed at 0113 on (B)(6) 2016. The heparin was infusing too fast. Drip held, labs drawn.